Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump start beeping and had critical pump error alarm. Customer¿s blood glucose level was almost 400 mg/dl. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer reported that they received the open book image on the insulin pump screen. No other errors were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) and audio/vibrate anomaly noted during testing.